Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, it was noted that the device fired clips with excessive force and speed. However, the clips released had proper pinch and alignment. The device history record was reviewed an no discrepancies were noted.

Event description:
It was reported that during a nephrectomy the device cut a vessel. Another surgeon was called in for assistance. Another clip was used to clip the vessel and complete the procedure. There was no pt injury.